Event description:
It was reported that the spinal segment of the catheter was implanted and immediately explanted due to a lack of csf flow after anchoring. The catheter issue was specified as an occlusion. The location of the catheter issue was the distal end. It was noted that the patient¿s health care professional (hcp) implanted the catheter with good flow from the needle, but got no flow from the catheter after anchoring. The action required as a result of the event included a different product was used. There was no diagnostic testing or troubleshooting performed, as it was not required. The product issue was resolved. The cause of the issue was not determined. The proximal portion of the catheter was used to attach to the pump. The patient¿s status at the time of the event was alive ¿ no injury. There were no patient symptoms. At the time of report, the patient was being titrated to get the desired dose. The pump was used to infuse dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).